Event description:
Boston scientific (bsc) received information that during this pacemaker replacement procedure for normal battery depletion, the physician noted both the right atrial (ra) lead and right ventricular (rv) lead had insulation damage. Both leads were found to be eroded to the coil. The physician surgically abandoned both leads and replaced them with two new leads. No adverse patient effects were reported.

Manufacturer narrative:
Not returned. The ra and rv leads were surgically abandoned and will not be returned for analysis. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary.